Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that erroneous sodium (na) and potassium (k) results were obtained on the dimension exl with lm instrument. Quality control (qc) was acceptable at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse identified that the wiring at the integrated multisensor technology (imt) tower malfunctioned. The cse rebuilt the pump panel, replaced the interconnect cable, pinch valve, and sensor, and ran dilution check, qc, and a patient comparison study, which recovered acceptably. Then, the cse replaced the imt sample system, reagent, and waste tubing, imt port assembly, imt sensor, and sample conduit/tubing, and ran sample absorbance (sabs) and a patient comparison study, which recovered within acceptable limits. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that falsely depressed sodium (na) results were obtained on 8 patient samples on the dimension exl with lm instrument. Additionally, a falsely depressed potassium (k) result obtained on the sample identified as (B)(6) on the same instrument. The erroneous results were not reported to the physician. The samples were repeated on an alternate dimension exl with lm instrument. The repeat results recovered higher than the erroneous results. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na and k results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00131 on 18-apr-2024. Additional information (03-may-2024): in addition to the service actions mentioned in the initial report, the siemens customer service engineer (cse) adjusted the pump rate, replaced all integrated multisensor technology (imt) consumables, and ran auto check, which recovered acceptably. Siemens reviewed the instrument data and ruled out reagent issues as quality control (qc) recovered within acceptable ranges and no issues were reported with other patient samples. The instrument is performing according to specifications. No further evaluation of this device is required.